Manufacturer narrative:
Additional information is provided in sections h.6 and h.11. The concerned instrument was not returned to the investigation site for evaluation. Therefore, no further assessment is possible, and the investigation is concluded without identifying the root cause. A review of the device history record traceable to the reported lot numbers, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. A non-conformance-based review of the lot number was performed and did not reveal any potential contributing factors to the reported complaint. A sample was not received at the investigation site and not enough information was provided for further investigation. Therefore, the root cause for the customer complaint issue cannot be determined conclusively. As the root cause and its origin are inconclusive, further investigative or manufacturing actions are not warranted at this time. Receipt of additional relevant information or supporting materials will prompt a re-evaluation of the complaint investigation. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that an ophthalmic probe did not work. The probe did not work even after changing the cord. The surgery was completed on the same day with a new probe. Procedure details and patient impact were not reported.

Manufacturer narrative:
Additional information is provided in sections d.9, h.3, h.6 and h.11. The returned instrument was received with its tyvek pouch, showing the lot information. The instrument was visually inspected and showed evident sign of damage, namely that the tube is significant bent. The electrical resistance measurements indicate that there was insufficient contact, leading to the instrument not functioning. When the instrument was opened to visually inspect the inner contacts, some of them were unintentionally destroyed (destructive instrument testing). No other defects or deficiencies could be identified on the contacts after opening the instrument. As the pouch was opened by the customer, the product was handled. Therefore, the point in time when the malfunction occurred can no longer be determined, nor can the strain put on the device be reconstructed. The customer¿s complaint is confirmed, but a root cause for the reported issue cannot be determined. A review of the device history record traceable to the reported lot numbers, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. Non-conformance report provided by originator. A non-conformance based review of the lot number was performed and did not reveal any potential contributing factors to the reported complaint. No root cause for the customer reported event could be determined, since the situation that lead to the instrument failure cannot be reconstructed. As the root cause and its origin are inconclusive, further investigative or manufacturing actions are not warranted at this time. Receipt of additional relevant information or supporting materials will prompt a re-evaluation of the complaint investigation. Complaint data for all manufacturer products is reviewed monthly to monitor for adverse trends. During the last review, no adverse trends were observed for the reported product and event combination. The complaint data will continue to be monitored for evidence of adverse trending and further action will be taken, as appropriate. No further action warranted at this time. The manufacturer internal reference number is: (B)(4).